Event description:
The hospital ICU staff connected the device to a pt diagnosed in cardiac arrest using disposable defibrillation/pacing/ECG electrodes. The defibrillator was charged (200 joules) in preparation to administer a shock. A physician in attendance indicated the pt did not require a defibrillation shock and requested that CPR be continued. As the staff was preparing to continue CPR therapy, the defibrillator allegedly discharged spontaneously and delivered the shock to the pt. The staff continued to treat the pt. There were no reports of adverse affects to the pt as a result of device use.